Event description:
Report received of an over-delivery of potassium. It was reported that the device was returned to the biomedical department with an unsigned note that read, "it infused a potassium piggy back in two minutes instead of an hour." Though requested, no additional information was available.